Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the handpiece became jammed and did not continue to rotate. The blade stopped. A second hand piece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/09/2009. Blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.